Manufacturer narrative:
One (1) used conmed universal plus multifunction instrument control handle, pistol grip hand control device was returned to conmed for evaluation. The cut and coagulation buttons on the device actuated properly, both returning to the original position as expected after being pressed. There was no observation of the dome switch sticking in the buttons. The device was electrically tested connected to a system 7500 esu. The device electrically actuated properly with both the cut and the coagulation buttons. There was no observation of continuous or self activation of the device throughout the electrical testing. Conmed was unable to replicate the reported event. A DHR, device history record, was not possible as the lot number was not provided by the end-user. A two (2) year complaint history review for this device revealed five (5) complaints for cautery switch failure or continuous cautery activation, including this complaint. Of the five (5) total complaints conmed was unable to reproduce the reported failure in three (3) of the complaints, and, one (1) complaint was inconclusive for the device was not returned for evaluation. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this reported failure mode (B)(4) percent. The conmed universal plus multifunction instrument control handle, pistol grip hand control device is an electrosurgical, suction/irrigation, single-use, disposable instrument, indicated for use in surgical endoscopic procedures such as laparoscopy, pelviscopy and thoracoscopy. To ensure proper function of the conmed universal plus multifunction instrument control handle and to reduce the risk of patient injury, the instructions for use, IFU, provides the following precautions and warnings: make sure the proper electrosurgical ground pad is used, following the manufacturer's directions for proper placement and application. When not in use, electrosurgical instruments should be placed in a suitable holder or site which will prevent current flow to the patient, should the operator accidentally activate the electrosurgical generator.

Event description:
During a laparoscopic cholecystectomy and use of a conmed universal plus multifunction instrument control handle, pistol grip hand control device, it was reported that the coagulation button did not come back to its original position when pushed and the device kept activating during surgery. The device was replaced with another universal plus multifunction instrument control handle, pistol grip hand control device and the procedure was completed without further incident. The (B)(6) distributor tested the device prior to return to conmed and could not reproduce the reported failure mode. There was no patient injury as a result of the reported device failure mode.